Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a valid minimum fill message when attempting complete the load sequence. Reportedly, the cartridge was filled with approximately 50 units of insulin. The customer reported a blood glucose level of 375 mg/dl, which was addressed with a correction bolus via the insulin pump. The customer reported that the issue resulted from user-error as the customer forgot to empty the syringe complete into the cartridge before the initial load process, and noticed there was approximately 100 units of insulin still remaining in the syringe. The customer added more insulin to the cartridge, and successfully complete the load process and resumed insulin delivery.